Event description:
According to reporter, the pt's parent performed a trach change with this newly received device. Over the course of the next several hours the pts breathing was labored and the pt became increasingly distressed. During this time the ventilator was alarming. The pt was changed back to his original trach and the symptoms resolved. No further incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacture for device evaluation. When and if the device becomes available and is returned and evaluation the manufacturer will file a follow-up report detailing the results of the evaluation.